Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis is unlikely given her vitals,'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included acid reflux (oesophageal), vaginal delivery, pelvic inflammatory disease, arthritis, pregnancy with contraceptive device ((B)(6) 2012) and spontaneous abortion ((B)(6) 2012). Impressions: 1. There are no dilated air-filled loops of bowel to suggest obstruction. 2. Mild fecal loading is noted. 3. Remonstration of two linear radio densities projecting over the pelvis which represent essure intrauterine devices. Conclusion: 1. Satisfactory location of essure micro-inserts without abnormal passage of contrast material into the fallopian tubes. 2. Possible fibroid uterus. Concurrent conditions included anemia, thyroid disorder, elevated bp, hypothyroidism, allergic reaction to analgesics, gallstones, gastroenteritis, iron deficiency anemia, papilledema, diplopia, congenital tibial bowing, pseudotumor cerebri, follicular thyroid cancer, acanthosis nigricans, bronchitis, depressive disorder, dysphonia, anorexia and adhesive capsulitis. Concomitant products included famotidine, levonorgestrel (mirena) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm bleed"), autoimmune disorder ("autoimmune diagnosed? Yes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal discharge, alopecia, headache, weight increased, hormone level abnormal, vaginal haemorrhage and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal, psych injury, uti, vag. Discharge. Discrepancy- date(s) of insertion: (B)(6) 2010, 2011, (B)(6) 2010. One exposed coils on the right and 2 exposed coils on the left. On the left side insertion, there was some tubal spasm that spontaneously resolved after approximately 30 seconds of steady pressure. Patient experienced another episode of pregnancy which was captured under. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2010: conclusions: 1. A sonographically abnormal appendix not visualized. 2. Intrauterine device is present. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Tubes were blocked. Opacification ended at the uterotubal junction, showing occluded tubes. The implants were properly located bilaterally. Imaging procedure - on (B)(6) 2010: result: unknown. Confirmation test not specified. Pregnancy test - on (B)(6) 2015: urine pregnancy test negative. Ultrasound pelvis - on (B)(6) 2012: findings: the uterus is normal in size and appearance measuring 8.5 x 4.3 x 6 cm. The endometrium is normal in appearance and thickness for age and menstrual status, measuring 6 mm. The ovaries are normal in size and appearance, the right measuring 2.9 x 2.3 x 2.7 cm and the left measuring 3 x 1.9 x 2.1 cm. No adnexal masses are seen. Impression: 1. Negative pelvic ultrasound; on (B)(6) 2015: findings: the endometrium is normal in appearance and thickness for age and menstrual status, measuring 8 mm. Partly visualized essure device near the uterine cornua, as confirmed by the patient. Impression: 1. Unremarkable pelvic ultrasound, except for a small 2.1 cm simple left paraovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis is unlikely given her vitals,'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure (batch no. 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included acid reflux (oesophageal), vaginal delivery, pelvic inflammatory disease, arthritis, pregnancy with contraceptive device ((B)(6) 2012) and spontaneous abortion ((B)(6) 2012). Impressions: there are no dilated air-filled loops of bowel to suggest obstruction. Mild fecal loading is noted. Remonstration of two linear radio densities projecting over the pelvis which represent essure. Intrauterine devices. Conclusion: satisfactory location of essure micro-inserts without abnormal passage of contrast material into the fallopian tubes. Possible fibroid uterus. Concurrent conditions included anemia, thyroid disorder, elevated bp, hypothyroidism, allergic reaction to analgesics, gallstones, gastroenteritis, iron deficiency anemia, papilledema, diplopia, congenital tibial bowing, pseudotumor cerebri, follicular thyroid cancer, acanthosis nigricans, bronchitis, depressive disorder, dysphonia, anorexia and adhesive capsulitis. Concomitant products included famotidine, levonorgestrel (mirena) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm bleed"), autoimmune disorder ("autoimmune diagnosed? Yes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal discharge, alopecia, headache, weight increased, hormone level abnormal, vaginal haemorrhage and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal, psych injury, uti, vag. Discharge, discrepancy date(s) of insertion: (B)(6) 2010, 2011, (B)(6) 2010. One exposed coils on the right and 2 exposed coils on the left. On the left side insertion, there was some tubal spasm that spontaneously resolved after approximately 30 seconds of steady pressure. Patient experienced another episode of pregnancy which was captured under. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis on (B)(6) 2010: conclusions: a sonographically abnormal appendix not visualized. Intrauterine device is present. Hysterosalpingogram on (B)(6) 2010: result: total bilateral occlusion. Tubes were blocked. Opacification ended at the uterotubal junction, showing occluded tubes. The implants were properly located bilaterally. Imaging procedure on (B)(6) 2010: result: unknown. Confirmation test not specified. Pregnancy test on (B)(6) 2015: urine pregnancy test negative. Ultrasound pelvis on (B)(6) 2012: findings: the uterus is normal in size and appearance measuring 8.5 x 4.3 x 6 cm. The endometrium is normal in appearance and thickness for age and menstrual status, measuring 6 mm. The ovaries are normal in size and appearance, the right measuring 2.9 x 2.3 x 2.7 cm and the left measuring 3 x 1.9 x 2.1 cm. No adnexal masses are seen. Impression: 1. Negative pelvic ultrasound; on (B)(6) 2015: findings: the endometrium is normal in appearance and thickness for age and menstrual status, measuring 8 mm. Partly visualized essure device near the uterine cornua, as confirmed by the patient. Impression: unremarkable pelvic ultrasound, except for a small 2.1 cm simple left paraovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs+mr received. Case became incident. Lot number added. New events: abnormal bleeding (vaginal), nausea, pid (acute pelvic inflammatory disease), endometritis were added. New reporters, plaintiffs information added. Concomitant conditions, drugs, historical conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.